Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found that a partial lead was returned. Insulation abrasions were noted at 35.1 cm to 35.9 cm and 35.3 cm to 36.5 cm from the connector pin. The abrasions were consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.